Manufacturer narrative:
(B)(4) date sent: 5/13/2026 d4: batch # unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk surgical procedure there was a failure of the 33 linear endostapler, requested and dispensed with a new linear endostapler 33, surgery was converted, patient referred to the intensive care. Performed lowering surgery with circular endostapler that initially failed and required the request of another one during the methylene blue test, extravasation was observed by colorectal anastomosis. Protective ostomy was chosen.